Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments conductor wire was broken. Failure analysis investigation also found the instruments yaw pulley was broken. One conductor wire was broken at the yaw pulley exit. The wire was detached from the it's connection at the grip. The yaw pulley showed no signs of arcing. The yaw pulley was missing a .160 x .033 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in the yaw. The added range of motion of the grip likely created excess tension on the wire, causing it to break. The wire was not likely securely attached to the grip, had poor strain relief, and broke during articulation of the wrist. The instrument failed electrical continuity testing. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the cord snapped on the fenestrated bipolar forceps instrument. No missing or fallen pieces were reported.